Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced syncope. The device has been checked and there are no apparent issues with thresholds, impedances,etc. There was an episode of ventricular pace with loss of capture caused by noise which was recreated with pocket manipulation. Isometrics were performed and were negative. Boston scientific technical services (ts) discussed the possibility of a header or lead connection issue or lead issue near the header. There were no additional adverse patient effects reported. Additional information was received that the physician elected to replace the device since it is in the sub pectoral advisory population, although a lead issue is suspected. The device was explanted and the lead was surgically abandoned. A new device and lead were successfully implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.